Event description:
Using the cortrak system, a ng tube was incorrectly placed into the pt's right lung by a nurse at about 10:20pm on (B)(6) 2010. Feed was then given for about 1 hour. The pt had an x-ray at 5:30am on (B)(6) 2010 which showed that the tube had been incorrectly placed.

Event description:
The lay user/patient contacted lifescan alleging the meter is automatically cycling through the language menu. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have esd chip failure . A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.